Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the high impedance and shocking is unknown. Changing the electrodes eliminated the shocking. The cause of the therapy impedance not displaying on the tablet was not discovered and the issue did not resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the physician attempted to get therapy impedances, the therapy impedance was displayed on the session report (the system was calculating a therapy impedance), however the tablet displayed. Additional information was received stating the clinician does not recall if they tried to access the reports during the session or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported therapy impedance values are not showing during a test. The patient was programmed c and 1 with 40,000 impedances. Prior to today, electrode 3 was 40,000 ohms and the patient experienced right side shocking. The patient was programmed c and 1. Electrodes 0 and 3 were in normal range but when the physician attempted to get therapy impedances, it showed. The implantable neurostimulator (ins) was on. The patient was feeling tingling and programmed to 2v. The session report from (B)(6) 2020 showed left subthalamic nucleus (stn) monopolar 1 and 3 as high and bipolar contact 1 and 0/3, 1/3, 2/3 as high. Bipolar 1/2 showed 28.7k.